Manufacturer narrative:
Boston scientific received information from the local representative that the programmer upgrade had been completed successfully and was used to interrogate this device. It appears that the upgrade had not been completed on the first attempt. Data from the device was provided to the physician but was not uploaded to boston scientific. Upon reviewing the data, the ep elected to implant a biventricular pacemaker system on (B)(6) 2017. The s-ICD device was programmed off and the patient was provided a life vest. The patient has been scheduled for an av node ablation so that the s-ICD system can be reprogrammed back on.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on (B)(6) 2017. Ts was informed that an incompatible device message was displayed during attempts to interrogate this device. The programmer about screen was checked which verified that the programmer required the latest version of software (4.01). Ts explained that the device needs to be interrogated with another programmer that has 4.01 software loaded or update this programmer to 4.01. The local representative contacted ts again to report that this device and electrode system is exhibiting double-counting associated with inappropriate shocks. The patient has a history of atrial fibrillation (af) with rapid ventricular response. The patient's medication has not been effective at controlling af. Sensing is appropriate with rates in the 120 bpm range but double counts with rates in the 140 bpm range due to rhythm change and widen qrs. The device has been programmed to primary and secondary sense vector. The alternate sense vector is not optimal. Today, the patient received an inappropriate shock with therapy induced ventricular fibrillation (vf). The sense vector had been programmed back to primary. A subsequent shock by the device terminated the induced arrhythmia. The device's smartpass feature was programmed on approximately one month ago which appears to be ineffective for mitigating inappropriate shocks. It does not appear that this patient is a candidate for a transvenous system. Ts discussed sending uploaded data from the device to ts for review.